Manufacturer narrative:
The lot/serial number is not available. The review of the manufacturing paperwork could not be completed. (B)(4). With images provided, gore is unable to determine the exact type of endoleak and could not confirm the device migration. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the long marker denotes the contralateral leg location and should be used to assure correct deployment location. The radiopaque marker at the proximal end of the contralateral leg component should align with the long radiopaque marker of the trunk ipsilateral leg component and 3 cm of overlap is needed for seal between these two components. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, improper component placement and component migration.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2016, during the imaging review, the physician found a distal type I endoleak in the left common iliac artery. It was reported that a proximal marker of the contralateral leg component (pxc161210/unknown) was implanted at the distal end of the long marker of the trunk ipsilateral leg component. On (B)(6) 2017, the physician discovered that the proximal marker of the gore® excluder® aaa endoprosthesis contralateral leg component have moved about 10 mm distally from the original position and it may have caused the leak around the flow divider. A contralateral leg component (plc121000/14809234) was used to reline a previous implanted device and the endoleak was solved. No further adverse events have been reported. The patient tolerated the procedure.